Event description:
The customer reported a filament regulator failure. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board flash was erased and reloaded with the appropriate calibrations. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.